Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed; imagery showed the sheath tip split and the CT showed calcification and tortuosity in the patients access vessel. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for distal tip split was confirmed through imaging evaluation. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event. During sheath introduction through a challenging pathway (severely calcified and tortuous), it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage (tip split), if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs) during a left transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve while trying to insert the first 14f esheath+ it was unable to be fully inserted due to tortuosity and heavy calcification of the left common and external iliac, another 14f esheath+ was prepped and tried and again they had the same issue. The vessel was pre-dilated with a 6f esheath. Both sheaths upon removal were found to have damage due to this, both sheaths had distal tips split. The sheath was removed and perclose completed with no issues. The degree of tortuosity was severe, the degree of vessel calcification was severe, and the degree of minimum luminal diameter was 7.0. They converted the case to surgical cut down via left subclavian. The third 14f esheath+ was inserted trans-subclavian without difficulty despite the tortuous anatomy and the valve was successfully deployed. After surgical repair was complete a subclavian angiogram was performed and showed multiple dissections. This was repaired percutaneously using a self-expanding stent. The patient was transferred to the catheter lab in stable condition.

Manufacturer narrative:
The investigation is ongoing.